Manufacturer narrative:
The device is not returning for analysis. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The report concerns a man. He explained one catheter was not draining properly so he removed it and tried to reinsert with no success. Upon inspection he noticed the eyelets were much smaller compared to others. No pain or bleeding occurred. However, he did experience extreme involuntary chills and had to get an ambulance where he was hospitalized from (B)(6) 2021. Doctors said he went septic and gave him antibiotics intravenously as well as a prescription to take orally at home. At follow-up it is stated that the end-user is now recovering, and he continues to self-catheterize with intermittent catheters. No additional information provided.